Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer did not open when issuing medication and is now stuck on the count back screen. A technical support specialist remoted in and restarted the medbank app. Then checked the drawers and successfully opened drawers 04, 05, and 06 without any faults. The system was functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower aux drawer failed. The customer stated that the malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.